Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. Before the procedure began, the physician noticed an unsmooth spot on the 2.25x24mm taxus liberte drug-eluting stent (des) but proceeded to use the device. After predilatation of the target lesion located in the left anterior descending (lad) artery, the taxus stent delivery system was advanced, but unable to cross lesion. The physician removed the device and again stent damage was noticed. Another of the same device was used to complete the procedure. There were no pt complications and the pt's current condition is listed as "stable".